Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported x-ray security switch errors which prevented fluoroscopic x-ray. No pt or user injury was reported.